Event description:
It was reported that at an unspecified time post stent implantation in the right internal carotid artery, carotid ultrasound revealed in-stent restenosis. On (B)(6) 2010, after balloon angioplasty was performed to treat he stenosis, the emboshield nav 6 retrieval catheter (rc) could not be advanced through the distal half of the stent. The wire and open filter were pulled down into the stent and the filter was captured in the rc and was removed from the body. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) (incorrect removal). The unknown rx acculink referenced is being filed under a separate medwatch report number. Evaluation summary: the device was not returned. The difficulty experienced during the procedure can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and/or partially appose stent which could hinder the recovery catheter from crossing the stent. Additionally, as per emboshield nav6 instruction for use (IFU) precaution states, "other interventional devices should not contact the filtration element. Maintain proper guiding catheter / sheath support in the common carotid artery throughout the procedure. Ensure that there is adequate distance between the proximal tip of the filtration element and the most distal tip of any interventional device to be introduced over the filter delivery wire to avoid engagement. The tip of an interventional device should not contact the filtration element. Failure to maintain adequate distance between the filtration element and the guide wire step could result in inadvertent filtration element movement and interventional device tip / filtration element entanglement and / or filtration element / stent entanglement if guide catheter or sheath prolapse occurs. A review of the product manufacturing records did not reveal any non-conforming material records associated with this report. Based on available information, a conclusive cause appears to be related to the circumstances during the procedure and it is not necessarily an indication of a product deficiency.